Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and was exhibiting unstable thresholds, high impedance and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.